Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 128 mg/dl. The customer reported that the insulin pump was delayed when pressing. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer reported that multiple buttons were not responding mostly down arrow. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer reported that the frequency of the error was multiple times a day. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the bolus menu was not available. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the easy bolus feature is off. Customer stated the button does not respond. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).